Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46221. There was no reported adverse event.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 09-jun-2021: no patient harm. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched screen, no labels removed. The customer stated problem was duplicated. The device was started and displayed ec46221 which is an issue with the software. Re-installed updated software. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.